Event description:
It was reported that the user experienced a severe low blood glucose event while walking, with glucose decreasing from approximately 140 mg/dl to 40¿50 mg/dl within about 30 minutes; the dexcom g7 displayed low and the user treated with roughly 15 g of fast-acting carbohydrates (candy) followed by 15 g glucose tablets, after which the dexcom indicated glucose above 100 mg/dl. Symptoms included hypoglycemia with irritability, muscle weakness, and sleepiness/drowsiness. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.